Event description:
Pt reported blood glucose results of 4.8, 4.8, 4.8, 11.1, 11.1, and 9.9 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunciton of the meter in terms of precision.